Event description:
It was reported that the user¿s freestyle libre 3 plus sensor could not pair with the ilet app because the sensor was already paired to the libre app, and the user was advised to replace the sensor and pair the new one to the ilet app; dosing stop soon messaging was discussed and education on pairing steps was provided, consistent with a use issue and not a device component failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, with the issue attributable to an incorrect procedure for sensor pairing; no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.